Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the pump¿s black box showed no call service alarms. During testing, the pump rewind, load and prime steps were performed successfully and completed the 24-hour duration test with no occurring. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple cs 064 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.